Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 (mg/dl). Customer administered insulin injections to stabilize bg level. System check with tandem technical support indicated that the pump was performing as intended. Recommendation was made to discuss factors that may affect bg levels with health care provider.